Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported patient had right hip revision. Patient suffered a fracture (proximal femur). Head, stem and liner were revised.

Manufacturer narrative:
An event regarding a periprosthetic fracture involving an accolade stem was reported. The event was confirmed from provided x-rays. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: a review of the provided x-rays by a clinical consultant concluded: procedure-related factors: none evident. Patient-related factors: patient trauma or adverse movement. Device-related factors: none. Diagnosis: a traumatic overload condition has contributed to a periprosthetic fracture around the accolade tmzf stem requiring revision. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: a review of the provided x-rays by a clinical consultant concluded "a traumatic overload condition has contributed to a periprosthetic fracture around the accolade tmzf stem requiring revision." No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported patient had right hip revision. Patient suffered a fracture (proximal femur). Head, stem and liner were revised.